Manufacturer narrative:
The customer was provided with a replacement device and their device was eventually returned to physio-control for evaluation. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was scrapped by physio-control. A review of the electronic records was performed and it was verified that the device had unexpectedly lost power multiple times two days prior to the reported event date. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power three times. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Several contact attempts were made to gather more information regarding the reported issue, but no response appears forthcoming. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power three times. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power three times. There were no reports of patient use associated with the reported event.